Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that as the surgeon peeled back the lead from the stylet to remove the stylet the stub snapped off, leaving the stylet inside of the lead and unable to be removed. As a result the lead/stylet were replaced, resolving the issue. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis of the stylet (serial no. Unknown) found that the wire was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.